Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 1 year and 2 months dental implant was installed in intraoral region 3#, its loss of osseointegration was observed. In addition, patient presented bone type ii and bone graft was executed.